Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that surgeon was removing the liner trial to place real liner in and the center locking mechanism broke free from the liner trial. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the threaded insert of pin trl lnr 10deg +4 40id 56od was disassembled. Furthermore, the device displays signs of repeated use. The observed condition may be consistent with a component failure that was caused by over-tightening the threaded insert during use, and subsequently unintentionally disassembling the snap ring from it. However taking in consideration the time of service of the device the observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pin trl lnr 10deg +4 40id 56od would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg0805) provided is not a valid finished goods lot number. H11 additional narrative: added: d9. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that surgeon was removing the liner trial to place real liner in and the center locking mechanism broke free from the liner trial. It broke into 2 different pieces (the center locking ring and the outer liner). Both pieces were retrieved.